Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette detect error. No additional information was provided.

Manufacturer narrative:
D4: updated. D9: 1/7/2025. H6: updated. H3: one device was received. Review of the event history log found high alarm displayed: cassette not attached properly. Device was visually and functionally tested and the customer reported problem was unable to be duplicated. The most likely cause of the error is the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.